Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that patient mentioned that their wires were coming out and is unsure if they were getting the stimulation. The issue was not resolved at the time of the report. Patient said they had a silver disk under their armpit and it was loose with a hanging wire. Support link advised to report this to clinician. Patient said they raised stimulation from 1.0 to 1.4 and was not feeling anything.